Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and the operative report was received. A device history record review is in process. Unsuccessful ring repair. Device not returned.

Event description:
It was reported that the device was explanted after implant duration of zero days and replaced with mitral valve. It was learned that the reason for explant was due to an unsuccessful ring repair.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
The customer complained that the siderail would not latch.